Manufacturer narrative:
Company representative evaluated the unit. Corrections included repair of connector on spo2 board. The unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 monitoring. No patient injury was reported.